Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had blank display. The customer¿s blood glucose level at the time of incident was 128 mg/dl. The customer reported that he changed the battery and the screen was blank. The screen was not blank for more less than 30 seconds. The insulin pump will not be returned for analysis.